Manufacturer narrative:
Two reservoir cassettes were returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing-water was found unable to flow, confirming the reported customer complaint. The problem source however has been determined to be unknown.

Event description:
Information was received indicating that after finishing using a smiths medical cadd cassette reservoir, the customer was drawing the remaining fluid from the bag and felt resistance through it. No patient consequences were reported. No adverse effects were reported.